Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) 65 units blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: it was reported that tubes are not filling completely. Vacutainer item is not filling completely. Some tubes fill only about 1/3 to 2/3 full - seems to be all tubes in the sp, not intermittant. Been going on for about 2 weeks, but just notifying bd today 9/16/21. This is happening with each routine venipuncture type (straight needle and wingset). IV draw is not in scope for our purposes so I am unsure if this is happening with those. Because we are aware of this issue, our staff is printing an extra label and drawing an extra tube so there is enough sample.

Manufacturer narrative:
Investigation summary: bd received 1 photo from the customer in support of this complaint. The photo was evaluated and the customer's indicated failure mode of draw volume was not observed. Therefore, 10 production lot in-house retention tubes samples were functionally tested and the indicated failure mode of draw volume was not observed as all tubes were within specification limits. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Bd was unable to confirm the customer¿s indicated failure mode because the defect was not observed in the photo and the retention sample testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) 65 units blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: it was reported that tubes are not filling completely. Vacutainer item is not filling completely. Some tubes fill only about 1/3 to 2/3 full - seems to be all tubes in the sp, not intermittent. Been going on for about 2 weeks, but just notifying bd today (B)(6) 2021. This is happening with each routine venipuncture type (straight needle and wingset). IV draw is not in scope for our purposes so I am unsure if this is happening with those. Because we are aware of this issue, our staff is printing an extra label and drawing an extra tube so there is enough sample.